Event description:
The patient reportedly underwent a hip arthroscopy procedure in which the physician utilized the speedstitch suturing device and associated needle cassette to perform the repair. Intra-operative, the needle cassette detached from the speedstitch suturing device and landed in the surgical site. The needle cassette was temporarily lost in the joint space. According to the physician, the procedure was extended by 45 minutes while the operating room staff made additional incisions to locate and remove the detached needle cassette. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Reference manufacturer report: 9019871-2012-00109.